Manufacturer narrative:
(B)(4) section d4: complete device identification information was not provided. The subject rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up upon completion of an investigation.

Event description:
A distributor reported on behalf of a healthcare facility in california reported that an rt380 adult dual heated evaqua2 breathing circuit 'disconnected' during use, resulting in a gas leak. There was no reported injury.